Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and visualization of particles in the device. The patient did receive medical intervention and reported to have stents placed in the carotid artery and brain surgery. The device was returned to the third party service center for evaluation. The external and internal aspect of the device was inspected and no evidence of sound abatement foam degradation was observed in the device.the device was scrapped. Section h6 has been updated.